Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. The root cause of access site bleeding was most likely anticoagulation management since the activated clotting time was out of range which is not recommended per instructions for use. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient on impella cp support developed bleeding from the right groin site. Reperfusion sheath, impella cp, and venous extracorporeal membrane oxygenation cannula was in the right groin. Six units of blood products were administered. The angle was adjusted and pressure dressing applied. It was further reported that care was withdrawn and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.